Event description:
It was reported that patient education coordinator spoke with the patient. He had inflatable penile prosthesis (ipp) placed on (B)(6) 2019 with the doctor at mass general. There was an issue with the reservoir placement and he went in again to have it repositioned, not sure of 2nd surgery date.